Event description:
It was reported that the wire was stuck with the burr. The patient presented with chest pain and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.5mm rotapro and rotawire were selected for use. During the procedure, dynaglide mode, which helps the physician advance or withdraw the burr, did not work. A 1.5mm burr was then used. However, the rotawire could not be removed from the burr. The wire and burr were removed as one unit from the patient. There were no complications reported, and patient is stable post procedure.

Manufacturer narrative:
B5 describe event or problem: corrected. The device was returned for analysis. Visual and microscopic inspection did not identify any damages or defects. The burr catheter and advancer were connected upon device return with no wire present to the complaint device.

Event description:
It was reported that the wire was stuck with the burr. The patient presented with chest pain and underwent percutaneous coronary intervention. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 1.5mm rotapro and rotawire were selected for use. During the procedure, dynaglide mode, which helps the physician advance or withdraw the burr, did not work. A 1.5mm burr was then used. However, the rotawire could not be removed from the burr. The wire and burr were removed as one unit from the patient. There were no complications reported, and patient is stable post procedure. Previously it was reported the dynaglide mode did not work with a 1.5mm rotapro and a 1.5 mm burr was used. Now it is reported dynaglide mode did not work with a 1.25 rotapro and a 1.5mm burr was used.